Event description:
During attempted angioplasty of tortuous central hepatic artery stricture (post liver transplant) anastomotic site tip (1.5 cm in length) of guidewire broke off. Migrated distally and could not be retrieved by interventional radiologist.